Event description:
During the anastomosis procedure (time 0), while closing the car 27 device the anvil continued to pop off (twice). Another device was used, without replacing the anvil. Contour stapler miss-fired and the physician did a double purse-string and cdh stapler was used.

Manufacturer narrative:
This report is submitted on behalf of the MFR (B)(4) and the importer (B)(4), as (B)(4). Serves as the designated complaint handling unit for both facilities.(B)(4) has re-evaluated this event during a retrospective review; and has determined the event to be MDR reportable. Since the event involves two car devices, this report refers to the second device used (sn (B)(4) . The production history files indicated that the device was released pursuant to the product specifications. The rings were returned for evaluation. No failure was detected and the rings were found to be within their specifications. The applicator was not available for evaluation and therefore, the cause of the malfunction could not be determined based on the current info. The second device was used with the anvil of the first device, which was not replaced, and therefore, no conclusion can be drawn regarding any malfunction in the second device. The alleged malfunction is detectable and can be resolved intraoperatively without further device related safety concerns. The detachment force of the anvil from the trocar is determined by design, and in several circumstances, such as in case of excessive tissue, the anvil is expected to detach from the trocar as part of proper device functioning.